Event description:
The customer reported that the when the ventilator alarmed, the facility remote alarm system did not activate. The ventilator was in use on a patient and there was no patient harm reported. The manufacturers field service technician confirmed the reported problem. The service technician replaced the main pcb board to correct the reported problem. Performance verification testing was completed and passed per operating specifications.